Event description:
It was reported that a pump alarms for an upstream occlusion when no occlusion was present (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury. The customer stated that the pump was tested and multiple upstream occlusion alarms were observed.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation confirmed the upper and lower ultrasonic sensor readings to be out of specification. This will contribute to false upstream occlusion alarms. The ultrasonic sensors were replaced.